Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose and issues with infusion set not adhering, bent cannula and one with missing cannula. Blood glucose was 383 at the time of the incident. The customer was assisted with troubleshooting for bent/missing cannula and high readings. The customer was advised of the proper preparation process and insertion techniques. The customer's blood glucose was ranging from 487 to 512 mg/dl and treated via bolus with the insulin pump. Customer was advised the infusion set will be replaced. The insulin pump will not be returned for analysis.